Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Implant date: 1992. Concomitant medical products: kne-maxim-tibial trays-unk; p/n: unk, l/n: unk, kne-maxim-bearings-unk; p/n: unk, l/n: unk, kne-maxim-femorals-unk; p/n: unk, l/n: unk, kne-maxim-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision has been planned for unknown reasons. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filled for this event: 0001825034-2020-01931. 0001825034-2020-01938. 0001825034-2020-01941. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that review found anterior subluxation of the tibia in relation to the femur without frank dislocation. There is direct contact of the tibial and femoral implants posteriorly which may be secondary to liner wear or displacement. Bone quality is severely osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.